Event description:
Due to the length of event description; the document received was attached to this medwatch. Please note:the product code was modified from 914282us to 914201us based on the serial number provided; pump is still implanted.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Complaint sample not returned.

Manufacturer narrative:
The pump remains implanted at this time, therefore; evaluation of the pump is not possible at this time. The sales rep was notified and asked to provide detailed transaction logs/clinical flow data to further verify flow conditions. However, the required logs were not provided, the flow data/screen shots provided were no sufficient to accurately calculate/verify the "overdose" condition reported. A DHR review was performed for the medstream pump 91-4201us sn: (B)(4) (lot#cnmcr4), and no discrepancies were observed during the manufacturing process. The lot was released on november 21st 2012. At this time this complaint is considered to be closed. Should the pump be explanted and/or the transaction logs be provided, this complaint will be reopened and the pump and/or transaction data will be evaluated. We will continue to monitor for this or similar complaints for this product code. At the present time this complaint is considered closed.